Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after approximately 4 years due to tricuspid valve endocarditis. The ring was removed and replaced with another edwards annuloplasty ring. Unfortunately, no additional information was provided.

Manufacturer narrative:
(B)(4) = vegetations. Based on the follow-up with the health-care provider, the reason for explant was due to infection and not device related. Per the operative report, the patient was presented recently with low grade fever and fatigue. A transthoracic and transoesophageal echocardiography was performed and showed the presence of vegetation on the mitral valve with moderate to severe mitral regurgitation. Two of the leaflets of the bioprosthetic valve were thickened and retracted. Tee also showed the presence of vegetations on the pacemaker leads. Blood cultures were positive with enterococcus faecalis. Although the ring was appeared intact and there was no gross evidence of infection, the surgeon decided to remove the tricuspid ring and replaced with another edwards annuloplasty ring. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Additionally, the operative report indicates patient's blood cultures were positive with enterococcus faecalis. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: multiple attempts were made to obtain a copy of the operative report; however, it has not been provided. Unfortunately, the ring was not returned; therefore, the root cause of the reported infection could not be investigated. Endocarditis is an infection of a native or prosthetic valve. In this case, the patient had an annuloplasty ring implanted in her native tricuspid valve. Endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review is currently in process.